Event description:
During an ercp, a wilson-cook spiral-z expandable metal biliary stent system was used to place a stent in the biliary duct. The stent was placed successfully. However, during stent deployment, the physician encountered resistance. A 20cm portion of the introducer detached into the common bile duct and the duodenum. The introduction system was removed, and the physician used biopsy forceps to retrieve the detached portion from the patient. After the procedure, the patient was reported to be in good condition.